Manufacturer narrative:
The insulin pump passed the displacement test. The prime test could not be performed and no alarm for a loose drive support disk could be verified due to a cracked end cap. The insulin pump was received with minor scratches on the display window, a cracked display window, a cracked case at the display window corners, cracked reservoir tube window corners and a missing end cap sticker.

Event description:
It was reported that the insulin pump had a loose drive support cap, alarmed an error and had the bottom of its base come apart. The blood glucose reading was 121 mg/dl. The customer stated that he went to prime the device and discovered that the bottom of the insulin pump appeared sandy in color and looked as though its glue had dried out. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.